Event description:
It was reported that the plastic is peeling on the inside of the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed the coating of three metal inserts are peeling off. The most likely cause for the reported failure can be attributed to user error of the device due to improper detergent/cleaning process used.